Event description:
It was reported the pt has lost a significant amount of weight. It was also reported the scs ipg stopped communicating with the charging system and pt programmer. X-rays showed the scs ipg had flipped. The physician flipped the pt¿s scs ipg back to its position which resolved the communication issue. An scs ipg pocket site revision was scheduled to improve the fit of the scs ipg within the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.